Event description:
It was reported that while in the cardiac cath lab the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's right femoral artery. After the md inserted the iab through the super arrow-flex (saf) sheath the iab failed to unwrap completely. The pump alarmed "kinked catheter arm." The iab unwrapped about 1/2; however, it would not unwrap in the distal portion of the iab. They continued to pump, but the iab would not unwrap completely. As a result, the iab and the saf sheath were removed. Another saf sheath and iab were inserted over the existing spring wire guide (swg) without incident. There was no reported patient death or injury. Medical / surgical intervention was not required. There was no reported delay in therapy. The patient outcome is listed as "unknown."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.